Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels; however, no specific values, event dates, treatment, or additional information was provided. Although requested by tandem technical support, the contact declined the offer to follow up with the customer to obtain additional information.